Event description:
Received medwatch # (B)(4)3 in mail stating: small piece of grasping tool insulation came off of long shaft of instrument in pt and was retrieved by doctor. On (B)(6) 2012, customer reports via phone that an x-ray was taken that confirmed no parts left in pt. No pt harm (B)(4).

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.